Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 19393050 brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 18654359 brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 19312012 brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 19090121.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a procedure where the spinal cord stimulation (scs) system was removed. There were no reported complications postoperatively and the patient is expected to recover.

Manufacturer narrative:
Sc-1132 sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2366-70 sn (B)(6). Visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. Sc-2366-70 sn (B)(6). Visual inspection revealed that the lead was cleanly cut into three pieces from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. Sc-2366-50 sn (B)(6). Visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. Sc-2366-50 sn (B)(6). Visual inspection revealed that the lead was cleanly cut into three pieces from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a procedure where the spinal cord stimulation (scs) system was removed. There were no reported complications postoperatively and the patient is expected to recover.